Event description:
This is a spontaneous report by a consumer in (B)(6) of a patient had a fall and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient had a fall. On (B)(6) 2011, the patient experienced peritonitis which resulted in hospitalization the same day. The consumer reported she was not sure what caused the peritonitis. The patient was treated with antibiotics, but the infection was not responding to the antibiotics and therefore, the catheter was to be removed. Dianeal pd4 ultrabag therapy was withdrawn on an unreported date. The patient had not recovered from the peritonitis and the outcome for patient had a fall was not reported. Concomitant medications were not reported. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11i07086 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.